Manufacturer narrative:
Evaluated 5 open/used reservoirs. Performed pre-fill test to reservoirs. No air bubbles observed during analysis. Checked o-rings/stoppers groove for defects and none were found. Also ran basal, bolus occlusion test as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs no air bubbles. Also 2 of 5 using a new lab infusion sets connect found reservoir's snap-caps too tight to connect/lock/release. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 225 mg/dl. The customer stated that the during set change air bubbles were noticed in the reservoir, approximate size of air bubbles was one fourth in diameter. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The customer stated that the air bubbles were not removed successfully. The device will be returned for analysis.